Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Corrective actions have been initiated, and a manufacturing root cause has been identified for this failure mode. Actions have been made to address the issue.

Event description:
It was reported by customer that inserted piv to patient's left forearm using 24 ga nexiva IV. IV insertion successful and excellent blood return noted, however blood began to leak from below the winged part of the IV cannula indicating an issue with the IV device. IV was removed and discarded into red bin due to blood contamination. Patient required new IV start. Complaint via email. We have received the below product problem report. Ref# has been assigned to this issue. Upon completion, please provide a quality investigation letter detailing your findings. Samples disclaimer if samples are indicated as available below and you require them for your investigation, you must provide return instructions within 2 business days if you wish stevens to support. Sample requests that are not timely are the responsibility of the vendor and must be requested directly from the reporter below. Please advise on next steps for quality investigation and customer resolution: product problem report product information product code: 383511 product description: catheter IV closed nexiva 24g x & 0.75in w/single port bx/20 lot/serial #: (B)(6) expiry date: 2028-08-31 problem information reference number (ID): date of incident (yyyy-mm-dd): (B)(6) 2026 incident details: inserted piv to patient's left forearm using 24 ga nexiva IV. IV insertion successful and excellent blood return noted, however blood began to leak from below the winged part of the IV cannula indicating an issue with the IV device. IV was removed and discarded into red bin due to blood contamination. Patient required new IV start. Occurrences: 1 each reporter information reporter name: reporter position/department: reporter phone: reporter email: site information sample information incident samples: 0 representative samples: 0 no adverse event reported"

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.